Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultralink meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the info provided. On (B) (6) 2010 at 10:00 am, the pt noted he gave himself a correction bolus of 1.8 units insulin using his pump. At 11:00 pm, the pt experienced the symptoms of weakness, sweating and shaking. While symptomatic, the pt obtained the blood glucose reading of 115 mg/dl on the reported meter. The pt administered self-treatment by consuming a yogurt drink; he did not seek medical attention. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking an insulin bolus and received treatment with food to alleviate his symptoms; the meter reading obtained while he was symptomatic did not correlate with the pt's symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.